Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photographs submitted for evaluation. Your report that the needle did not fully retract when the safety mechanism was activated was confirmed and the cause appeared to be manufacturing related. One needle for a 20g insyte autoguard was received extended from the safety shield. The safety mechanism had been activated; however, the needle was not fully retracted. A visual and microscopic examination revealed that the spring was bound, which prevented the needle from fully retracting. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: augtoguard did not retract after usage when button was pressed. Was there any impact to a patient, hcp, user or other? No.